Manufacturer narrative:
Ni.

Event description:
An international healthcare worker reported a left eye infection from working with disopa. The healthcare worker's symptoms began in (B)(6) 2015 and has been receiving on-going treatment by a physician. The initial diagnosis was herpes of the eye. She was prescribed a steroid but the symptoms did not improve. During a follow-up visit, the diagnosis was changed to ophthalmitis and blepharitis, and the healthcare worker was prescribed eye drops and an oral antibiotic. The name of the specific drugs are not known at this time. The healthcare worker has been exposed to disopa for more than 10 years from washing and cleaning endoscopes, and is reported to wear personal protective equipment (ppe) that includes gloves, gown and goggles. Other chemicals used in the cleaning room include alcohol, enzyme cleaning detergent and 6% sodium hypochlorite. This event is being reported as a serious injury. However, it is unknown whether or not the diagnosis is related to the exposure of disopa. There is no further information available regarding the healthcare worker's status at this time. Advanced sterilization products (asp) will continue to follow-up for additional information.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the batch record, supplier evaluation, trending of the product malfunction code, retains testing, and standards hazard list. The batch record was not reviewed this issue was not isolated to a particular lot. Supplier evaluation was not required as this was not isolated to a particular lot. The trend for the product malfunction code of eye reaction was assessed from september 2014 through august 2015 and did not reveal a significant trend. Retain testing was not performed as this was not isolated to a particular lot. The system risk analysis was reviewed for the issue of eye reaction and was assessed to be a "low risk." The assignable cause could not be determined at this time. The healthcare worker's occupational exposure to disopa has not been ruled out as a contributing factor in the diagnosis. The relationship between the symptoms and disopa remain unknown. The healthcare worker's symptoms have decreased since using the eye drops and oral antibiotics. Asp will continue to track and trend this issue. No further investigation is required at this time.